Event description:
It was reported that insulin gauge showing an incorrect amount in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer reloaded cartridge to correct insulin display, suggested availability of a temporary disposable pump in case of future issues, declined further contact from technical support, and case was closed with no additional assistance provided.